Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine, morphine (compounded), and baclofen (compounded) via an implantable pump for non-malignant pain. The company rep stated the patient has had a 6 month history of volume discrepancies at refill expected reservoir volume (erv) of 9ml and actual reservoir volume (arv) of 14ml. Patient also has had increased pain. The company rep stated today they did a catheter access port (cap) dye study and was negative and pump logs showed no motor stalls. The company rep inquiring about a roller study but also reiterated pump logs were showing no stalls. Patient was having magnetic resonance imaging (MRI) done tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the magnetic resonance imaging (MRI) was for her spine due to possibly new pathology. The hcp said, ¿hopefully it will get the tip of the catheter, but unsure.¿ the cause of the volume discrepancy was unknown. The dye study was negative. Action: they will have additional imaging if the hcp ¿deems it or increase in her basal rate.